Manufacturer narrative:
According to the customer, the nebulizer is "not dispensing the entire dose after an hour of treatment". The customer reported she has not been able to get the appropriate dose of "ipratropium-bromide" for "greater than 2 weeks". The customer reported as a result it has become more difficult to breath causing her to utilizer her "inhaler" more often. The customer reported after she received her replacement her breathing has returned to "normal". The customer reported there was no serious injury, medical intervention, or follow-up care related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the nebulizer is "not dispensing the entire dose after an hour of treatment".